Event description:
It was reported that during a breast biopsy procedure, the introducer tip of the device sheared off and is suspected to be in the pt's breast.

Manufacturer narrative:
Info anticipated, but unavailable at this time.